Event description:
It was reported that the right ventricular lead dislodged approximately 1 week after implant and was unable to capture at maximum output. A lead revision was attempted but was aborted. The device was programmed to adi mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrs1 implantable pulse generator, (B)(6) 2012. (B)(4).